Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, multiple episodes of non-sustained rv oversensing were observed. Review of egm revealed intermittent loss of capture. Programming changes were made and the issue was resolved.